Event description:
A customer contacted beckman coulter inc. (Bci) in regards to inconsistent sodium (na), chloride (cl), and carbon dioxide (co2) results generated by (B)(6) chemistry analyzer. Patient results were not reported out of the laboratory. The samples were repeated and results within normal range were obtained. Patient results are not available . Patient treatment was not affected by this event.

Manufacturer narrative:
A bci field service engineer (fse) replaced hardware on the unit. Initial indications point to a buildup of separator gel within the ise as the source of the event. No additional information are available